Event description:
It was reported that the patient advocate contacted support stating that the patient with this implantable cardioverter defibrillator (ICD) was not working as intended. Additionally, a red alert for high out of range pacing impedance measurements was noted. The patient advocate additionally reported that the pacemaker function was not working and that the electrical components were disconnected, as communicated by the physician. No adverse patient effects were reported. This ICD remains in service.